Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to reset the pump and successfully did so without further recurrences of the malfunction, allowing continued use of the pump.